Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a comparative analysis of the effectiveness of active versus passive atrial lead fixation in chinese patients with cardiac implantable electrical devices: a long term, retrospective, observational, single-center study. 2017. Current medical research and opinion. 2017; 33 (3): 573-578. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding active and passive atrial leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. There were patients who experienced bleeding, pneumothorax, hematoma, and infection from the active fixation electrode group. In addition, it was observed that the threshold increased in the beginning and then gradually decreased during implantation in the active fixation electrode group. The status/location of the active fixation leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.